Manufacturer narrative:
Concomitant medical products: product ID 977a260 ,serial# (B)(4), implanted: (B)(6) 2020, product type :lead ,ubd: 06-dec-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient felt like her stimulation had changed so she was wanting to be reprogrammed. She had new x-rays she brought with her, which showed her left lead had migrated south compared to the original x-rays from implant. Patient was reprogrammed using the new x-rays on (B)(6) 2021. She felt like she was getting better cover and was happy with the new programming. The issue was resolved at the time of the report.